Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that a 5mm portion of the needle remains in the endopelvic fascia. The surgeon opines that he does not feel there will be any long term consequences to the patient. There are further plans for intervention at this time. The patient has not had any consequences up to this point.

Manufacturer narrative:
Conclusion: a needle that broke in the body towards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent an anterior/posterior gynecological repair on (B)(6) 2014 and suture was used. While passing through tissue, the needle broke. The surgeon retained a part of the needle and verified by x-ray the remainder was in the patient¿s body. Another device was used to complete the case. Additional information was requested.